Event description:
It has been reported via sales rep. That 6 months after been implanted the ref. 690-00-22d was luxated. The implants were explanted.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer at this time. If additional info becomes available, then it will be submitted in a supplemental report.